Event description:
The ICD and lv lead were explanted and capped because the current placement of the lv lead required max output at 1.0 ms in order to capture. This caused a very short battery life. When the ICD hit eri, the decision was made to replace both and attempt to get a better placement for the lead. They were replaced with itrevia 7 hf-t df-1, sn: (B)(4) and corox otw-s 75-bp, sn: (B)(4). There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The ICD and lv lead were explanted and capped because the current placement of the lv lead required max output at 1.0 ms in order to capture. This caused a very short battery life. When the ICD hit eri, the decision was made to replace both and attempt to get a better placement for the lead. There were no adverse patient side effects reported.

Event description:
The ICD and lv lead were explanted and capped because the current placement of the lv lead required max output at 1.0 ms in order to capture. This caused a very short battery life. When the ICD hit eri, the decision was made to replace both and attempt to get a better placement for the lead. They were replaced with itrevia 7 hf-t df-1, sn: (B)(6) and corox otw-s 75-bp, sn: (B)(6). There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.